Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted too quickly. Blood glucose was 180-187 mg/dl. Tandem technical support reviewed the pump battery data and found that it had depleted as expected on the day of the report. The customer acknowledged the information.